Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3005920706-2026-00007. It was reported that while using medihoney (ID 31805), the patient developed infection. Two tubes were used: one was provided by the hospital, the other was acquired in a pharmacy.